Event description:
It was reported that the patient had been seen by paramedics with hypoglycemia. The patient's blood glucose levels reached 40 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include feeling shaky and unable to stand up. According to the patient they tried to take glucose tablets but was only bring their blood glucose levels up 2 mg/dl. The patient was treated with liquid glucose with some cheese and crackers. Paramedics were with the patient for 30 minutes and did not need to go to the hospital. The pod was worn when seeking medical attention.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported paramedic treatment and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The download data from the returned device showed that an 0x18 alarm was generated, indicating the device had reached an empty reservoir. The reservoir was confirmed to be empty upon inspection. Inspection of the patient history buffer (phb) data found that the automated glucose control (agc) algorithm was able to appropriately adapt to changes to estimated glucose values (egvs) and user inputs. The majority of the pod's run was also found to have been in manual mode, with the user designating how much insulin was delivered. The investigation did not find any damages or deficiencies that would result in the device over delivering insulin.